Manufacturer narrative:
Staff arrived at customer site to swap out the bed for the customer and evaluate environment bed was used in. Staff found that bed had been pushed up against wall and stuck in/scarred wall when being articulated, likely leading to the unintended drop in the bed's position. Inspection at customer site also found that, at some point, bed had been modified by the customer in an unapproved way. An inspection of the bed once returned to the distributor found that device was working as designed with no malfunction.

Event description:
Patient was laying in bed when the bed's position dropped. Patient reported sustaining broken l1 and l2 vertebrae.